Manufacturer narrative:
The referenced previous percutaneous lead (driveline) replacement and provision of ungrounded patient cable was reported under medwatch MFR report #2916596-2017-01800. (B)(4). Approximate age of device ¿ 1 year and 2 months the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad produced alarms related to the patient¿s position change. The alarms would stop when the patient changed body position and/or position of the system controller. The patient was asymptomatic. A previous percutaneous lead (driveline) replacement had been unsuccessful and the patient utilized an ungrounded patient cable. Technical services reviewed the submitted log files, and confirmed pump stoppages while the lvad was on battery support. It appeared that the short to shield had matured into a phase to phase short. On (B)(6) 2018 the patient underwent pump exchange. Via subcostal incision. Only the pump was exchanged, the inflow cannula and outflow graft remained in situ.